Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported a cracked dialyzer header causing leakage of blood outside of circuit. Upon follow-up, it was reported an external dialyzer blood leak occurred two hours after initiation of hemodialysis treatment. The external blood leak was visually observed from a hairline crack on the arterial side cap of the dialyzer. The fresenius 2008t hemodialysis machine did not alarm with a blood leak alert. Blood leak test strips were used and tested negative for the presence of blood in the dialysate. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer prior to treatment. The rn stated staff noted a small amount of blood dripping from the dialyzer and onto the floor. Treatment was halted and the patient¿s blood was successfully returned. The patient¿s estimated blood loss (ebl) was reportedly minimal at 1cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Immediately following the event, the patient was able to complete treatment after being set up with new supplies on the same machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a cracked dialyzer header causing leakage of blood outside of circuit. Upon follow-up, it was reported an external dialyzer blood leak occurred two hours after initiation of hemodialysis treatment. The external blood leak was visually observed from a hairline crack on the arterial side cap of the dialyzer. The fresenius 2008t hemodialysis machine did not alarm with a blood leak alert. Blood leak test strips were used and tested negative for the presence of blood in the dialysate. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer prior to treatment. The rn stated staff noted a small amount of blood dripping from the dialyzer and onto the floor. Treatment was halted and the patient¿s blood was successfully returned. The patient¿s estimated blood loss (ebl) was reportedly minimal at 1cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Immediately following the event, the patient was able to complete treatment after being set up with new supplies on the same machine. The dialyzer was available to be returned for evaluation.